Event description:
Manufacturer received an implant and warranty registration card indicating that the pt had undergone vns therapy system replacement, reason for replacement not indicated. Upon further investigation, the surgeon revealed that lead was "broken" and was therefore, replaced. Generator replacement was due to end of service. Further investigation with the treating physician revealed a system diagnostics test done during a routine office visit resulted as unremarkable. No report of pt trauma or injury was received from the site. The lead assembly was returned in one portion. A portion of the lead assembly body including the electrodes and tie downs was not returned. No discontinuities were identified during the visual and electrical analysis of the returned product.

Manufacturer narrative:
A portion of the lead assembly body including the electrode section was not returned for analysis and therefore, a complete evaluation could not be performed on the entire lead product. Device malfunction is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.